Manufacturer narrative:
It was reported that trifecta valve was explanted and replaced because there was a perforation. No additional information was provided for further investigation. The implant and explant dates were not known. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported perforation. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted for perforation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date and year, 23mm trifecta gt final package - wr was implanted in a patient. On an unknown date and year, a the patient trifecta had to be explanted and replaced because there was a perforation. Further information is not available at this time. The patient is stable.